Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and pancreatitis ("pancreatitis") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: oral contraceptives. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"), dyspareunia ("painful intercourse") and insomnia ("insomnia"). In (B)(6) 2012, the patient experienced rash ("rashes / she also experienced rashes on her arms and neck") and burning sensation ("burning sensation on her arms and neck"). On (B)(6) 2015, 4 years 6 months after insertion of essure, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2016, the patient experienced pancreatitis (seriousness criterion hospitalization) with abdominal pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), coital bleeding ("bleeding after intercourse") and weight decreased ("weight loss"). The patient was hospitalized sometime in (B)(6) 2016. The patient was treated with surgery (on (B)(6) 2017, she underwent essure explant surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pancreatitis, rash, burning sensation, alopecia, fatigue, dyspareunia, insomnia, vaginal infection, coital bleeding and weight decreased had not resolved. The reporter considered alopecia, burning sensation, coital bleeding, dyspareunia, fatigue, insomnia, pancreatitis, pelvic pain, rash, vaginal infection and weight decreased to be related to essure. The reporter commented: from (B)(6) 2016 through (B)(6) 2017, plaintiff was treated consistently for abdominal pain. She was hospitalized for one week on or around (B)(6) of 2016. A stent was implanted in her bile duct on or around (B)(6) 2016, but the stent was later found to be unnecessary and contributed toward pancreatitis. The stent was removed, and plaintiff 's abdominal pain continued. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes were occluded bilaterally quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation for product technical complaint. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events including sharp pelvic pain and pancreatitis. She underwent essure explant surgery approximately 6 years after insertion. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, consumer presented the event after essure insertion. Considering its nature and positive temporal relationship, causality cannot be excluded. Regarding the event pancreatitis given essure's local action in fallopian tubes; causality between this event and essure is considered unrelated. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and pancreatitis ("pancreatitis") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: oral contraceptives. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"), dyspareunia ("painful intercourse") and insomnia ("insomnia"). In (B)(6) 2012, the patient experienced rash ("rashes / she also experienced rashes on her arms and neck") and burning sensation ("burning sensation on her arms and neck"). On (B)(6) 2015, 4 years 6 months after insertion of essure, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2016, the patient experienced pancreatitis (seriousness criterion hospitalization) with abdominal pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), coital bleeding ("bleeding after intercourse") and weight decreased ("weight loss"). The patient was hospitalized sometime in (B)(6) 2016. The patient was treated with surgery (on (B)(6) 2017, she underwent essure explant surgery). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pancreatitis, rash, burning sensation, alopecia, fatigue, dyspareunia, insomnia, vaginal infection, coital bleeding and weight decreased had not resolved. The reporter considered alopecia, burning sensation, coital bleeding, dyspareunia, fatigue, insomnia, pancreatitis, pelvic pain, rash, vaginal infection and weight decreased to be related to essure. From (B)(6), 2016 through (B)(6) 2017, plaintiff was treated consistently for abdominal pain. She was hospitalized for one week on or around (B)(6) of 2016. A stent was implanted in her bile duct on or around (B)(6) 2016, but the stent was later found to be unnecessary and contributed toward pancreatitis. The stent was removed, and plaintiff 's abdominal pain continued. Diagnostic results (normal ranges are provided in parenthesis if available). Hysterosalpingogram on (B)(6) 2011; fallopian tubes were occluded bilaterally. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017 quality safety evaluation for product technical complaint. This litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events including sharp pelvic pain and pancreatitis. She underwent essure explant surgery approximately 6 years after insertion. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, consumer presented the event after essure insertion. Considering its nature and positive temporal relationship, causality cannot be excluded. Regarding the event pancreatitis given essure's local action in fallopian tubes; causality between this event and essure is considered unrelated. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.